Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, dyspareunia, neuromuscular problems , vaginal scarring and other unspecified issues. It was reported that patient underwent excision of vaginal mesh graft at posterior wall and separate site operation on the anterior wall vaginal cuff for removing the exposed vaginal wall mesh graft. Patient had rectocele repair, extraperitoneal vaginal vault suspension, b/l paravaginal repair of the anterior placation and cystourethroscopy. These procedures performed concurrent to prolift + m implantation on (B)(6) 2012 for vaginal mesh graft exposure, recurrent grade 2 to 3 cystocele, recurrent rectocele with obstructive defecation and vaginal enterocele with weakness of the rectovaginal and pubocervical fascia. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh were implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012. No additional information was provided.